Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the compact plus suspect device system used. Reference medwatch report with patient identifier (B)(6) for the mobile suspect device system used.

Event description:
Reporter alleged obtaining a result of hi (greater than 600 mg/dl) on the mobile system compared back to back with a result of about 170-200 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.